Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016. Customer's blood glucose level was 569 mg/dl. The customer was off the insulin pump for 24 hours. He forgot to put the infusion set back on after taking it off to change it. The customer treated his blood glucose level with manual injections. The device was not returned.